Event description:
Keravision was notified, in 1999, of a suspected microbial infection in the left eye, following intacs placement. The pt had a bilateral intacs (0.35mm) implant in 1999. The suspected infection was treated with antibiotic therapy. The left eye segments were removed in 1999. The culture results indicated the presence of staphylococcus epidermidis and e.coli. According to the medical faciltiy, the pt is stable and is recovering from the infection.